Event description:
Reporter indicated that high lead impedance was obtained during diagnostic testing of a patient's pulse generator, indicating a possible lead malfunction. It was further reported that x-rays were taken, but no signs of a lead break were identified. Patient subsequently underwent lead revision surgery. Good faith attempts to obtain both further information and the explanted product are currently being made.

Manufacturer narrative:
Device malfunction suspected, but did not cause or contribute to a death or serious injury.